Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4): the product analysis lab (pal) evaluated the device. An increased intraperitoneal volume (iipv) was found during evaluation. The cause was determined to be: insufficient drain / use error due to the tidal ultrafiltration removal being set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4563 ml. The fill volume was 2500 ml; this meets iipv criteria. Product surveillance contacted the clinic secretary on (B)(6) 2011 and left a detailed message regarding the iipv found during evaluation. The clinic secretary will forward this message to the nurse. Product surveillance advised to have the nurse call should she have any questions. No further information was available.